Event description:
It was reported that during a procedure performed on (B)(6) 2014, while implanting a reform polyaxial screw, the tip of the reform polyaxial driver broke. The broken tip remains in the head of the polyaxial screw implanted in the patient.

Manufacturer narrative:
The tip of the driver remains retained in the head of the polyaxial screw, implanted in the patient. Investigation in process, but not yet complete. A follow-up report will be submitted upon completion of investigation.